Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference(B)(4).

Event description:
A distributor reported an issue with an auryon atherectomy catheter 2.0mm - hydrophilic coated. The catheter was inserted in the patient's left calcified sfa, with a 7 fr. Fortress sheath (length 45cm), and a cross over technique was utilized for two passes. The total duration of treatment time was 355.7 seconds. After removing the catheter out of the fortress sheath, the physician discovered that the metal tip of the auryon catheter (metal part) had separated from the catheter body (black part). Ultimately, the physician decided to stop lasering, in fear the catheter may harm the vessel wall or cause an adverse event. Ultimately, the procedure was completed with a different device and the patient did not experience any adverse effects, harm, or require medical intervention as a result of this incident.

Manufacturer narrative:
The sample presented an expected appearance per the description. The customer's reported complaint description of a tip that dislodged from the catheter is confirmed. The catheter was found to be without the outer blade. The length of the inner blade is 2.42mm and is within the spec. The catheter arrived with almost no active fibers. Two kinks were detected along the catheter's shaft. The catheter working time was 55 seconds at 50 mj/mm2 and 5:00min at 60 mj/mm2. The catheter was working for almost the maximally allowed duration at its highest energy of 60mj/mm2, which can also result in a higher fiber degradation rate and, as a result, the outer blade falling. According to the description and the additional information, the heparin/saline solution wasn't injected through the sheath during the procedure (improper use according to the ifu0120). Since no saline was consistently injected during the procedure, the friction between the sheath and the catheter was high, resulting in excessive force that the physician had to apply. This causes a higher fiber degradation rate, which apparently can lead to the outer blade falling. Based on additional information from the rep, the catheter was normal prior to use. The operator was sure nothing was left behind as it was on the wire, and the patient/procedure was unaffected; the procedure was completed with another device. This is evidence that the blade fell outside the patient's body, and the patient was not harmed during the procedure. The root cause for this event is likely due to excessive handling forces of the catheter during the procedure and due to improper use according to the IFU. Additionally, this is a new customer, so the physician does not have prior experience with the catheter. No manufacturing non-conformance was observed during the sample evaluation. No correction or corrective action is required as a definitive root cause could not be determined. Therefore, the procedure was completed with a different device; the tip depended on the gw. The patient did not experience any adverse effects, harm, or require medical intervention as a result of this incident. The DHR was reviewed for the reported catheter lot number. The review confirmed that the lot met all material, assembly, and performance specifications, e.g., no manufacturing non-conformance reports were issued. A review of the distribution records was performed for the reported packaging lot number 88943 for any deviations related to the reported failure mode of the complaint. The review confirms that the lot met all packaging performance specifications, i.e., no ncr has been written. Labeling review: instructions for use (ifu0110 / ifu0120) are provided with the catheter device and contain the following statements: warnings - pay careful attention while using the catheter, avoid excessive force and be on alert for any potential damage. Inadvertent movement of the catheter may result in patient injury. - always use fluoroscopic surveillance when advancing the auryon catheter inside the patient vasculature to avoid misplacement, dissection, or perforation. - proximal vessel diameter must be [?]150% of the outer diameter of the auryon catheter. - always use fluoroscopic surveillance when advancing the auryon catheter inside the patient vasculature to avoid misplacement, dissection, or perforation. Auryon catheter insertion over the wire until laser activation: you may use any other gw to cross the lesion, but the final gw that auryon catheters will track over should be 300cm 0.014" (for longer length (xl) catheters, use a preferred 0.014'' guide wire (gw) of an appropriate length; for 1.7mm catheters, 0.018'' gw may be used), and preferably stiff gws. Once this gw is angiographically verified to cross the lesion in the vessel's lumen, it is ready for auryon catheter insertion over the guide wire. Advancement of auryon catheter through the lesion: a) do not to exceed 10 seconds of lasing at the same location. If you experience any difficulty to advance the auryon catheter, immediately start self-count-down. Self-count-down should start the moment you experience non-advancement of the auryon catheter. When advancement resumes, you should stop self-count-down and resume it if additional non-advancements are experienced. B) if the auryon catheter cannot be advanced by the 10th second of laser activation, you should release the foot switch to stop the laser, retract the catheter approximately 3-4 mm, and try to advance again while rotating the catheter shaft approximately 90 degrees to either side, while resuming 10 seconds count down . C) if the auryon catheter is still not advancing with the above-mentioned rotation manipulation for the additional 10-seconds, immediately stop the laser activity by releasing the footswitch . D) ask the laser operator to raise the fluence to the 60mj/mm2. E) activate the laser and try again to advance the auryon catheter through the lesion . F) if the auryon catheter cannot be advanced, resume the self-count-down to 10 seconds . G) if the auryon catheter cannot be advanced in this attempt, stop the laser activity, withdraw the auryon catheter, and use a new catheter. A review of the angiodynamics complaints system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).